Event description:
It was reported that the patient had low energy due to atrial flutter. The electrogram showed atrial activity which was not indicated by markers on the device interrogation. The post-ventricular atrial blanking period and the sensitivity were adjusted but atrial markers were still not seen. The device was programmed to vvir and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.